Manufacturer narrative:
The product has been received for analysis. Allegation (dislodgement during reposition attempt) was not confirmed - visual inspection revealed no abnormalities - the lead tip/helix appeared normal. (B)(4).

Event description:
It was reported that this lead was explanted due to a dislodgement during reposition attempt the physician decided to change the lead. No additional adverse patient effects were reported.